Event description:
During an implant procedure, it was noted that the stylet could not be inserted through the left ventricular (lv) lead. The lead was not implanted and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported event of the stylet unable to pass through the lead was confirmed. As received, a complete lead without a stylet was returned for analysis. Visual inspection of the lead found the ptfe coating of the stylet was stripped and bunched up inside the inner coil at the connector region. X-ray found the inner coil at the connector region was pulled back/ offset. The cause of the reported event was isolated to the inner coil damaged at the bunching of the stripped ptfe stylet coating inside the inner coil, consistent with procedural damage.